Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter (aus) consisting of a 5.0 cm and 4.0 cm tandem cuffs, pump, and balloon were implanted due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the sling was an advance xp sling. Following the implantation of the sling, the patient's level of incontinence improved, but after some time the patient became more incontinent again. Following the aus implant the patient is now continent.